Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5345p. The analysis found that one ec60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60g, l5593m was received fully fired and with several b-shaped staples inside pockets. Cartridge (c) ecr60g, l5365n was received fully fired and with several b-shaped staples inside pockets. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon further analysis the articulation mechanism was noted to be damaged. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing of the device it was disassembled to verify the internal components and it was noted that the articulation connector was damaged. No conclusion could be reached on what caused the damage to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components, breaking the articulation connector. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, in use, the stapler pre-fires twice with ecr60g loads requiring the replacement thereof. Another like device was used to complete the procedure. There were no adverse consequences for the patient.